Event description:
It was reported a spectrum pump displayed system error 105 during therapy. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was confirmed in the event history log. System error 105 was found to be caused by a seized motor. The failed motor assembly was replaced.